Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to cracked lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Insulin pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, cracked case and faded serial number label. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had accident and they got scratches on the screen with big ink spot on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.